Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced intermittent dexcom g7 glucose readings and difficulty pairing, after which the user replaced the g7 sensor per guidance and the ilet displayed ¿sensor pairing¿ followed by a 20-minute warmup, after which glucose readings were expected to resume. Symptoms included no adverse health effects and no change in blood glucose control. Outcomes included continued therapy without alerts, alarms, or medical intervention. Investigation included troubleshooting and education with the user regarding sensor replacement and pairing. Investigation of this case revealed a sensor data communication issue resulting in signal loss, with the responsible device not identified, resolved by sensor replacement and successful re-pairing to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication difficulty consistent with transient sensor signal loss.